Event description:
It was reported that a patient underwent a blepharochalasis procedure on (B)(6) 2011 and suture was used. After the operation, the patient was in the waiting room, looked in the mirror and saw that the wound looked odd. The nurse could see that the suture was broken in the middle. The patient had a reoperation the same day to close the incision site. The patient is currently fine.

Manufacturer narrative:
The suture was used on the epidermis. The suture broke one hour after placement. The patient was reoperated on for levator aponeurosis dehiscence. It was unknown how the wound was closed during the reoperation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): part of a thread in a folder was returned for evaluation. The visual inspection did not reveal any defects.representative samples were returned for evaluation. They were visually and functionally examined for knot pull tensile strength and they met the requirements.